Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely tortuous and severely calcified lcx lesion exhibiting 90% stenosis. Device was not inspected before use. It was reported that the lesion was pre-dilated. Resistance was noted while advancing the device, but no excessive force was used. It was reported that the physician attempted to pass a stenosis after double wiring (body-wire procedure). It was reported that the physician removed the device and noted that the stent struts were deformed. No patient injury was reported. Procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: the device returned with numerous kinks evident along the hypotube. The transition tubing was stretched proximal to the guidewire entry port. The sheath and stylette returned loaded in the inner lumen. Resistance was noted when removing the sheath and stylette; the stylette could not be removed fully. The inner lumen patency could not be verified with a 0.015 inch mandrel as the stylette could not be fully removed. The distal shaft kinked 10.9cm distal to the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 8th and 9th distal stent wraps with struts raised, bunched and overlapping. Deformation was evident to the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.